Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Reference manufacturer number: 1627487-2020-22622. It was reported the patient's leads had migrated. The issue was confirmed via x-rays. The patient denied experiencing any physical trauma that may have impacted the scs system. In turn, the patient underwent surgical intervention wherein the leads were explanted and replaced to address the issue.

Manufacturer narrative:
The event of lead explant and replacement due to lead migration was reported to abbott. No implanted devices were returned for evaluation. The event information pertaining to this incident has been reviewed and no product investigation can be performed as there are no complaint allegations present nor were the circumstances of the event attributed to the implanted system.